Manufacturer narrative:
(B) (4).

Event description:
The following information was previously reported in manufacturer's report #3004209178-2010-01952: the patient developed an infection. The symptoms included swelling and drainage. The primary location of the infection was the device pocket and the lumbar region. A culture was done and revealed (B) (6) and "strep anginosis". The patient did not have meningitis. The patient was treated with both IV and oral antibiotics. The infection resolved. The device system was used to deliver lioresal. New information received 04/09/2010: the patient had an infection. The patient was in the hospital. The entire system was removed; pus was found in the pump pocket. As of (B) (6) 2010, the patient was in recovery and doing well. The patient was going home either today or tomorrow. At this point, there was no plan to implant a new system. The physician planned to monitor the patient status before making a definitive decision.

Manufacturer narrative:
(B)(4).